Event description:
It was reported that the hf-resection electrode distal end was broken. The reported issue occurred during inspection for use prior an unknown therapeutic procedure and the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to follow up type for information inadvertently left out of previous report. The following field was corrected: h2.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction occurred due to wear and tear. The loop at the distal end of the electrode wore out during use and could break, burn, or melt. Olympus will continue to monitor the field performance of this device.